Event description:
It was reported that the patient was getting the end of battery life message on the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Date of event: exact date unknown, event occurred three weeks ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was getting the end of battery life message on the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.